Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements following an alert via the remote patient monitoring system; all other lead measurements remained normal. During testing the lv lead exhibited noise with pocket manipulation and x-ray indicated likely lead damage. The lv lead configuration was changed from bipolar to unipolar configuration and a normal impedance measurement obtained. The patient was scheduled for additional follow-up at a future time. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating the results of the patient's follow-up. Lv pace impedance measurements remained within normal limits with satisfactory thresholds and sensing. Device programming was left unchanged and the patient will continue to be followed. No adverse patient effects were reported. This system remains in service.